Event description:
Nellcor puritan bennett received info that suggested that a pt had expired while on an achieva ventilator. Multiple attempts have been made to obtain event info with no response from customer.